Event description:
The patient reported the pod stopped delivering insulin and their blood glucose (bg) levels rose to 26 mmol/l (468 mg/dl) while wearing the pod on their abdomen between 5 and 24 hours. The patient administered several corrections, but their bg level stayed high for up to 8 hours. The patient reported the cannula did insert into their abdomen, and the pink slide did move forward. Upon removal of the pod, the cannula was not visible, which would indicate a needle mechanism failure for a retracted cannula. The patient went to the pharmacy for an insulin pen while in france. The patient resides in the united kingdom but was on holiday in france at the time of the incident. The patient has set up a new pod and no medical assistance was required.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.5-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.